Event description:
Patient to be revised to a tfr for non-union. Proximal tibial replacement (to articulate with existing total femoral replacement). Plan is to keep existing total femoral replacement and install new proximal tibial replacement. Aim tibial diaphyseal resection at level of proximal screw in distal half of the broken plate (i.e four screws from the bottom). Custom extramedullary plates also required.